Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen via an implantable pump. It was reported that the patient's pump dose was adjusted to 59.40 mcg/day on (B)(6) 2025, representing a 46% increase. On (B)(6) 2025, the pump was refilled and the reservoir was found to be empty. The pump was refilled with one ampoule of baclofen, and the dose was increased to 119.93 mcg/day. The resident was informed that this represents a 101.9% dose increase, and the resident confirmed the indication. There were no known factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed. No further actions were taken to resolve the issue. There were no patient symptoms or complications as a result of the event. The patient did not require hospitalization. The patient was without injury regarding their status as of 2025-dec-01. The issue was resolved as of 2025-dec-01. The pump remained implanted and in-service. The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information become unknown.